Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the insertion issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "make sure that the pull tab of the single use adapter biopsy valve fits in the slit of the connecting slider. Otherwise, the handle may not be properly connected and disconnected; slide the connecting slider until it clicks. Additionally, visual references demonstrating the proper connection of the connecting slider to the adapter biopsy valve are provided in figure 8 and figure 9.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic respiratory procedure, the device could not be connected successfully to the scope (device does not lock into the bronchoscope issue) . The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event. According to the report, there was no reported issue on the scope and therefore no complaint report is needed.

Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue was confirmed. Device evaluation, the following were noted: inspection noted no deformation or buckling in the insertion part. Performed evaluation by checking the connection of the scope in combination with olympus reference scope evaluation found that it was possible to connect without any problems. Once connected with the reference scope, the aspiration biopsy needle is not inserted until it hits the forceps plug. The connection slider and forceps stopper could not be fixed unless the aspiration biopsy needle was inserted until it hit the forceps stopper. Evaluation noted that the reported issue was able to reproduce. Testing of the device confirmed that it could not be successfully connected to the scope. Investigation is ongoing. This report will be supplemented accordingly following investigation.